Event description:
Customer purchased the pump (B)(6) 2009. Customer is experiencing pain. She went to see the lactation consultant, who did all the troubleshooting, and believes that the motor just isn't running correctly.

Manufacturer narrative:
The customer returned the pump for evaluation/ investigation. Vacuum and cycle performance tests were conducted; the device operated to specifications. No definitive conclusion for the cause of the event can be determined. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.